Event description:
It was reported that the customer was hospitalized for low bgs. Troubleshooting was performed. The programming and histories on the pump were correct. It was indicated that there were no adjustments made while connected to the pump. The rates on the pump were adjusted by the doctor. A replacement pump was requested.